Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device would not cut the tissue completely. It was also reported that some of the staples were malformed. The surgeon placed sutures to close the tissue.

Manufacturer narrative:
Facility experienced an event with endopath thoracic endoscopic linear cutter with safety lock on 6/11/97 while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973710. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, fully fired; cartridge return batch number, j00h86 and instrument number. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.